Event description:
It was reported that a 67 yo male patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 9 months post the initial procedure. The patient returned to the surgeon with a recalled poly insert and was scheduled for a revision of their right knee. They underwent a full revision and were revised to a competitor¿s devices. There was a 30-45 minute surgical delay with no adverse event to the patient as a result. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for analysis. They are sent to the lab and legal at the hospital. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) - 2-010-06-0330 - tru cc femoral size 3 right. (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) - 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) - 2-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) - 02-012-60-1612 - tru stem ext 16mm x 120mm. (B)(6) - 02-012-60-1880 - tru stem ext 18mm x 80mm. (B)(6) - 200-02-38 - three peg patella 38mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 400-30-21 - tapered reamer. (B)(6) - 521-78-31 - threaded pin size 2.6 collarless 2pk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported was likely the result of prosthesis wear or due to the inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.